Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the pump screen. Customer stated red cross was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Pump received with a high sleep current measurement. Successfully downloaded history files and traces using thus. In further review of the pump history found pump error 4 and 53 alarm (linenumber = 305, filenumber = 13) on (B)(6) 2021 at 14:29:01. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, vibrator, pcb 2 and 40 pin flexible printed circuit/lcd. No moisture damage on the pcb 1, keypad assembly, motor and internal battery during the visual inspection. Force sensor zero offset within specification (22.3mv). The test pcb 2 and test 40 pin flexible printed circuit/lcd was installed in a original pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement is within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm not confirmed. Pump error 4 and 53 alarm confirmed in the pump history and high sleep current measurement due to moisture damage on the pcb 2 and 40 pin flexible printed circuit/lcd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.